Event description:
The test strips involved in this case have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have failed visual testing. 1 vial containing 21 strips was returned and the tape on 1 strip is uplifted on one side. If any additional info is available, the FDA will be notified in a follow up report. At this time, co considers this matter closed.